Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation and allergic reaction. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that after wearing the pod on the leg, the site was itchy and irritated. The patient developed an allergic reaction to the pod's adhesive, contacted the hospital over the phone and was prescribed a spray (cavilon) which contains antihistamine to be used on the affected area.